Event description:
It was reported that, the patient with this pacemaker exhibited a syncopal episode with asystole and bradycardia. Upon review, on the emergency room (ER) the physician manipulated the pacemaker pocket and was able to induce heart rate at 30 bpm. The pacemaker was sending out paced beats but not capturing was noted. The right ventricular (rv) lead was from a competitor company. A spring contact issue was suspected. Additionally, the patient exhibited occasional spikes of impedance greater than 900 ohms and false positives pacemaker mediated tachycardia (pmt) were also noted due to sinus rate. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, the patient with this pacemaker exhibited a syncopal episode with asystole and bradycardia. Upon review, on the emergency room (ER) the physician manipulated the pacemaker pocket and was able to induce heart rate at 30 bpm. The pacemaker was sending out paced beats but not capturing was noted. The right ventricular (rv) lead was from a competitor company. A spring contact issue was suspected. Additionally, the patient exhibited occasional spikes of impedance greater than 900 ohms and false positives pacemaker mediated tachycardia (pmt) were also noted due to sinus rate. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, the patient with this pacemaker exhibited a syncopal episode with asystole and bradycardia. Upon review, on the emergency room (ER) the physician manipulated the pacemaker pocket and was able to induce heart rate at 30 bpm. The pacemaker was sending out paced beats but not capturing was noted. The right ventricular (rv) lead was from a competitor company. A spring contact issue was suspected. Additionally, the patient exhibited occasional spikes of impedance greater than 900 ohms and false positives pacemaker mediated tachycardia (pmt) were also noted due to sinus rate. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.